Manufacturer narrative:
A philips field service engineer (fse) went onsite to obtain the alarm files of the intellivue mx500 patient monitor as well as the alarm log from the central station. Additionally, the monitor was tested and was found to be working as intended. No trouble was found with the device and the monitor was fit for clinical use. The field service engineer found the device to be working as intended. Despite several attempts to obtain additional details, no further information was provided regarding the event, such as the exact time, bed label, and type of occurrence and / or parameter affected, and an analysis of the provided logs was not possible based on the available information. The exact cause for the reported event could not be established due to the lack of provided details. No subsequent calls were received from the customer regarding the reported device and issue. No further investigation or action is possible or warranted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported an incident in relation to a patient, the patient died, the customer does not want to tell us what has caused this patient's death. He wants an analysis of the logs and patient data done by our fse.